Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During af procedure, there was difficulty inserting the advisor mapping catheter through sl1 into the left atrium. The sheath was exchanged which resolved the issue. While the advisor catheter and the flexability were in the left atrium to ablate, it was noted that the patient's blood pressure decreased. Echo was performed which showed a pericardial effusion. The procedure ended and the fluid was drained. The physician alleges that the effusion was caused by the transeptal puncture and not by the change of the sheath. The patient was currently stable.